Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/28/96 -supplemental report #1 submitted to FDA by mfg. Additional data entered in d7, d8 and d9. Device evaluation indicated and codes entered in he and h6. Corrected data entered in d6.